Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No pictures were received. No batch numbers were provided. No clarification or further information was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. This complaint is closed as cannot be determined due to insufficient information.

Event description:
Customer states that coagulation tubes are overfilling and underfilling.